Event description:
It was reported that (2) devices were used during an unknown procedure. It was reported by the affiliate that the tlc75 stapler did not cut and staple after second fire (second reload). Another instrument was used to complete the case. There was no consequence to the pt.